Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including disconnecting the tubing, tightening connections, and delivering boluses to resolve the issue. Although the occlusion alarm recurred, the customer was finally able to successfully complete a bolus and was advised to replace supplies and resume insulin therapy.